Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 14073601/14066587.

Event description:
It was reported that the patient experienced difficulty charging the ipg and inadequate stimulation. All components were explanted and discarded.